Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "around 420 mg/dl" on the subject device compared to "around 300 mg/dl" on another meter (accu-chek aviva), performed within an unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.